Event description:
Pt burned by metrx radiance illumination system. Vendor unaware of warning on box. Used 400 watt light source instead of 100 watt. Vendor no longer sells 100 watt light source. Hospital glad to research and purchase 100 watt light source from another vendor.